Event description:
It was reported that an all-in-one eva container had a disk floating inside the bag. The floating disk, approximately the size of a paper-hole-punch, was identified by a pharmacist during the final visual check of a compounded product. The compounded product was total parenteral nutrition. There was no patient involvement; there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Once the sample has been evaluated or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for evaluation. A visual inspection was performed; no malfunctions were identified. The cause could not be identified.